Event description:
Customer reports that adapter will not power on the pump although it works with batteries. On (B)(4) 2013 update - upon receipt of product, a breach in the transformer housing was noted. I updated the aware date (from (B)(4) 2013) and changed potential for injury to yes. (B)(4).

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to receive additional information from the customer. The customer replied that she had not witnessed any smoke, fire, sparking, or melting. She first noticed the breach in housing after 8-9 months of use. There was no breach of any kind in the cord and no injuries were sustained as a result of the issue. A product evaluation revealed that the transformer housing was breached and a thermal fuse was blown, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 cdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 12.0 ohms. There was no short circuit in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 0.0 ohms, which is not normal and indicates that the thermal fuse was blown.